Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d4 serial #: unknown as based on the 3 serial numbers unable to identify which one caused the corneal burn. Section d4 expiration date: unknown. Section d4 UDI #: a complete UDI # is unknown as product serial number is unknown. A partial number has been provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the serial number of the device is unknown. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient experienced a corneal burn during a cataract case and 1 suture was required. This is being attributed to the phaco handpiece. Serial number of 3 handpieces were provided (B)(6) however, unknown which one was used during surgery that caused the corneal burn. No additional information was provided.

Manufacturer narrative:
Additional information: in the initial report it was noted that customer returned 3 handpieces (B)(6), (B)(6), (B)(6). However, unknown which one was used during surgery that caused the corneal burn. Investigation was performed on all handpieces. Device evaluation: sn (B)(6), one opened handpiece with the reported serial number was received. A visual inspection of the returned product did not reveal any obvious defects or damage that could potentially contribute to the reported event. The suspect handpiece was connected to a whitestar signature pro console using a known good opo73 pack and priming was commenced. Prime was completed successfully without errors. The reported event cannot be confirmed. Sn (B)(6), one of the reported ellips fx phaco handpiece was returned. No obvious defect or damage was observed. The handpiece was connected to whitestar signature pro console and priming was commenced. Prime was completed successfully without errors. The reported event cannot be confirmed. Sn (B)(6), one opened handpiece with the reported serial number was received. A visual inspection of the returned product did not reveal any obvious defects or damage that could potentially contribute to the reported event. The suspect handpiece was connected to a whitestar signature pro console using a known good opo73 pack and priming was commenced. Prime was completed successfully without errors. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the devices were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.